Manufacturer narrative:
It was confirmed from the device history printout that the drug concentration was misprogrammed by the user. For the reported time of the event, the history indicated that the unit concentration was set at 5 mg/ml, while the user reported using meperidine 10mg/ml. With this concentration, it would deliver as the nurse observed. From the history, it appears that prior to the event the unit was set for a concentration of 10mg/ml. The device passed performance verification testing for occlusion and delivery tests and peformed within specifications. The device was tested long term with the same settings mentioned in the complaint report and it performed within specification. The frequency of death or serious injury repors for code 102 (overdelivery, user error) for pca plus products is <1.41/million sets.

Event description:
Overdelivery reported. A nurse reports programming the pump for meperidine 10mg/ml, 25mg loading dose, 15mg pca dose with a 10 minute pt lockout and no 4hour limit selected. After the 25mg loading dose (2.5ml) the nurse reports only 240mg (24ml) remained in the 300mg (30ml) syringe. One pca dose was requested and delivered approximately 1.5 hours later, with about 210mg observed to be left in the syringe. A third dose was requested 30 minutes later, after which it was noted that there was only 185mg left in the syringe. The expected total amount delivered was 55mg (5.5ml) but the actual amount gone from the vial was 115mg (11.5ml). This resulted in approximately 6ml (60mg) of unaccounted for meperidine. The pt reportedly did not experience any adverse effects, she was "comfortable without any signs of oversedation." The pump was switched out.